Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was able to be confirmed with review of the provided medical records. The revision op notes demonstrated that the patient was revised due to aseptic loosening. During the revision, arthrofibrosis was identified. Burr and osteotomes require for disimpaction of both tibial and femoral components (not grossly loose). Bone loss classification of the tibia was aori type 2a. A review of the device history records did not identify any deviations or anomalies related to the reported event. A root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 42532006701, tibia component, lot # 62389749; 00111314001, bone cement, lot # 76404338; 00111314001, bone cement, lot # 76684363; 00111314001, bone cement, lot # 77584367; 42500605801, femur component, lot # 62222339; 42509902525, hex screw, lot # 62151278; 42512400410, bearing, lot # 62513999; 42540000032, patella, lot # 62268836. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02883, 0001822565-2018-02885, 0001822565-2018-02886, 0001822565-2018-02887, 3007963827-2018-00089, 0001822565-2019-04269.

Event description:
It was reported that approximately 4 years post implantation, the patient was revised of the left knee due to aseptic loosening and arthrofibrosis with limited range of motion. Attempts have been made and no further information has been provided.